Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and manufacturing representative (rep) regarding a patient. The hcp reported that the patient had a post-operation infection. It was stated that the physician is going to wash out the infection and monitor the device. It was noted that the device is remaining implanted for now. The issue was resolved at the time of the report. No further complications were reported or anticipated. Indication for use is unknown.